Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported seeing replace controller batteries soon message while trying to recharge the implant. Pt said the issue had been happening each charging session for the past month, but last night they couldn't charge at all due to that issue, even though controller battery was 70%. Pt said prior to last night, they would sometimes take the battery out and wipe off the battery and charging would work after that. Pt also mentioned the last couple months they had noticed sensitivity with the connection while charging, and said if they moved slightly, they would lose connection. Pt checked for damage to recharger telemetry module (rtm) and controller (didn't see any), reset controller, and cleaned connections. Pt was then able to start a recharging session on excellent (controller battery 70%, implant red) and stay charging for the duration of the call. The troubleshooting steps that were taken on the call resolved the issue. Patient services (pss) reviewed to monitor charging and advised to call back should the issue continue. Additional information was received from the pt. They reported that the circumstances leading to the battery message and recharging issues were that the device would not recharge the ins and would say "replace controller batteries soon". Pt also reported weight. Additional information was received from the pt. The reason for call was pt reports having problems recharging. Pt states they have tried everything multiple times and not sure whether short in system or needs new batteries however will see replace controller battery soon and also no device found, reposition antenna and system problem rm 03. Pt states these messages pop up all the time. Pt mentioned the rtm does get hot while charging. Pt states at times it works perfectly. Pt states they have wiped off the equipment and cleaned prongs. Pss advised to reset equipment and after reset confirmed blinking green light and was charging. Pt showing 40% controller and 30% on the ins. Pss reviewed to continue to charge the controller until fully charged and charge the ins afterwards, during call patient charged ins and was seeing recharging excellent. Pss reviewed controller is low so will not be able to charge very long until the controller is low. Pss will call back to check status .the troubleshooting steps that were taken on the call resolved the issue. Call was transferred in and pt states the screen looked different. Pss reviewed to reset again and started charging again. Pss made outbound call and pt states they have been charging however draining controller battery at the same time. Additional information was received from the pt. Pt confirmed they received their replacement recharger and were able to recharge their implant successfully. Pt mentioned that their controller screen still displayed replace battery soon message. Pt thought they needed new battery pack; agent reviewed device function. Pt also stated controller went completely black when recharging implant. Pt had to reset controller. Pt mentioned controller date was wrong.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed a "poor recharge quality" message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.